Event description:
The customer reported that the insulin pump did not alarm no delivery. Troubleshooting was performed. The customer's blood glucose reading at time of call was 526mg/dl. The caller stated that the cannula was removed and found it was bent and crimped, but she did not receive any no delivery alarms. The high pressure test could not be performed as customer just changed the infusion set. Four days later the customer called back to run the high pressure test, but she did not have the tubing clam available at the time. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.